Event description:
It was reported that the customer has passed away; she was found on the floor and was hospitalized. The caller stated that the cause of death was unknown. The caller stated that the customer always had problems with diabetes. The customer was wearing the insulin pump when she was found. The caller stated that the insulin pump was never returned to her from the hospital. Since the insulin pump was not in the caller's possession the insulin pump model number and serial number used on this medwatch number could not verified during the call. The information used is for the last known insulin pump that has been issued to the customer. The caller did not know if the customer was using sensor. She did not know the customer's blood glucose at the time of death. The caller stated that was just calling as a courtesy and she doesn't know why she has to go through all of the questioning. She disconnected the call. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.